Event description:
This report summarizes <noe> 1 </noe> malfunction event. The customer reported an event of unintended movement of a dx-d 100 system. The customer described the system experienced an unintended movement, however the user was able to stop the system by pressing the emergency switch. Agfa service responded onsite and confirmed the dead man handle visibly was damaged and pushed in on the right side. Agfa service replaced the micro-switches with cabling and the dead man handle hardware. The system was tested and performed as intended. There was no reported harm to patients or users and there are no additional actions for these events.